Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2017-23360. During follow-up, post-paced t-wave oversensing was observed on the ventricular lead. The patient received inappropriate high voltage therapy. Device reprogramming was recommended. The patient is stable.